Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead (unknown model) had two recorded high out-of-range shock lead impedance measurements greater than 125 ohms. Technical services reviewed the device data and confirmed no recorded noise and the shock impedance trend was increasing with intermittent fluctuations. The electrical measurements, pace impedance and thresholds, were stable. Additional lead integrity testing and synch shock testing was recommended. The device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.